Event description:
It was reported that during an initial implant, several attempts to position the left ventricular lead failed. The lead was not used and was replaced. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.